Event description:
Customer reports "wristband locked in 'open' position and ran continuously for 4 hours." Reporter states the device contained "demerol double strength," however, there was no injury to the patient and there was no medical intervention required.